Manufacturer narrative:
(B)(4). Per the user facility's bmet, the hose connections were checked and no leaks were heard. The epgs had a new oxygen (o2) sensor installed in (B)(6) 2018. This complaint is related to (B)(4) / medwatch #1828100-2018-00224.

Event description:
It was reported that during use of the device for a non-clinical activity, the electronic patient gas system (epgs) was unable to be calibrated. There was no patient involvement.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The electronic patient gas system (epgs) pod assembly and oxygen (o2) sensor cable assembly was replaced as a precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician, he was able to calibrate the oxygen (o2) sensor after changing out the electronic patient gas system (epgs). During laboratory analysis, the product surveillance technician (pst) observed the epgs to calibrate with no errors. The epgs was connected to a system 1 simulator, o2 and air were attached at 50 pounds per square inch (psi), a perfusion screen was entered on the central control monitor (ccm) and the recommended warm-up period was waited. After the warm-up period calibration was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at five l/min and 100% o2 was 1.80 volts, within the specification of .55-2.758 volts. The epgs was placed in a cold soak at 10 degrees celsius for three hours. The epgs was removed from the cold soak and calibration passed. Calibration was repeated over a dozen times with no errors. This complaint is related to (B)(4) / medwatch #1828100-2018-00224.